Event description:
It was reported that the patient developed a pocket infection. They presented to hospital with swelling at their anterior chest region. The pacing lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.